Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: MFR. Reference report: 1627487-2018-00159. It was reported the patient was not receiving effective stimulation. Reprogramming has been performed numerous times. The patient underwent surgical intervention on (B)(6) 2017 where the leads were removed and replaced. Postoperatively the patient is receiving effective stimulation. Issue has been resolved.